Event description:
It was reported that the 6800 system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reset the cmos. Reset completed and system boots fully, however, after reboot, noticed that there was no display on the left monitor. Replaced left monitor and monitor worked as intended. After replacement noticed the right monitor was much dimmer then left, tried to adjust right monitor, but it failed during adjustment. Replaced right monitor and performed a system check. System functioned as intended and returned to service. Follow up with customer regarding no image on left monitor. Could not duplicate the problem and the system worked as intended. Service call closed.